Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom x.cite CT scanner. Reportedly, a trauma CT head examination could not be completed as intended on the system. After acquisition of the topogram, the scan was aborted by the customer due to reported system-related errors. The patient was transferred to another CT system, where the examination was completed. As a result, the examination was delayed by approximately 15 minutes. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information to conduct an investigation of the reported event.